Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (response buttons non-functional) was due to a defective response button, causing it to be non-functional. The response button metallic dome on the switch was missing, causing the fault. The root cause of the missing dome cannot be positively identified. There was no adverse event that resulted from the damaged monitor.

Event description:
A us distributor returned a monitor and reported that the response buttons were non-functional.

Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (response buttons non-functional) was due to a defective response button, causing it to be non-functional. The response button metallic dome on the switch was missing, causing the fault. The root cause of the missing dome cannot be positively identified. There was no adverse event that resulted from the damaged monitor. Device evaluation of battery pack has been completed. The reported problem (will not power up) was confirmed due to a loose bus bar inside of the battery. The root cause of the loose busbar cannot be positively identified. There was no adverse event that resulted from the damaged battery.

Event description:
A us distributor returned a monitor and reported that the response buttons were non-functional. A us distributor reported that a battery was unable to power on a monitor.